Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented to the clinic. Upon interrogation, the right ventricular lead exhibited intermittent noise. Noise was not able to be reproduced in clinic. No intervention was reported. The patient would continue to be monitored.